Manufacturer narrative:
Approximate age of device ¿ 5 days.  No product was returned for evaluation. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient was expired due to stroke. No additional information was provided.